Manufacturer narrative:
The integrated electrosurgical unit (iesu) was analyzed and found to show error c-34.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted aortic ring dissection surgical procedure, the customer faced a problem with the erbe generator. The customer did not have monopolar and bipolar energy, and the generator showed an error. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and found various errors. Before calling the tse, the customer had already restarted the erbe generator and replaced the cautery cable and neutral pad without improvement. The tse guided the customer to disconnect the power cord from erbe generator, wait 1 minute, and restart generator, but the issue kept coming back, with errors. The tse explained to the surgeon that the erbe had to be replaced. The customer did not have a 3rd party generator. All the troubleshooting steps were completed. The tse then called an isi field engineer (fe) for more information about surgery. The fse indicated that the surgeon was able to finish the procedure with the system. The procedure was completed without patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue and replaced the integrated electrosurgical unit (iesu) to resolve the errors. The system was tested and verified as ready for use. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.